Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 3 mmol/l. The customer stated that there is no response of any button. The customer changed battery but anomaly persist. Customer stated that the device was not bumped nor dropped. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.